Event description:
A healthcare provider (hcp) reported that a patient has not had any care for their implantable neurostimulator (ins), "essentially since implant". The patient feels intermittent "crawling" or semi-shocking sensation at the ins site, when stimulation is on. The issues have been ongoing since implant and the programmer at implant was just going to program around the issue. On the day of the report, the hpc mentioned that the patient was having issues and they could see the chest muscle move. They palpated the ins site and when pressing on the ins, the sensation went away. Impedance measurements were taken and the hcp stated that electrode impedances at 1.5v showed ohms values that were in range, but some current values were less than 15. At 3.0v all ohms and current values were within range. The hcp did not have a print out at the time of the report, so they could not give exact impedances and electrode combinations. They remembered one side was "worse" in terms of impedance, but could not remember which side. It was noted that the sensation does not appear to be positional and is random in nature. During the report, the hcp took an impedance measurement and noted that left therapy impedance is 792 ohms, 33ma and the right therapy impedance is 658 ohms, 33ma. The battery voltage was at 2.64v. The patient was getting therapeutic effect from the device and stated they had a side effect from stimulation due to the pulse width being too high. They lowered the pulse width at the appointment, on the day of the report,and it resolved the issue. The hcp stated that the patient does get benefit and their tremor is controlled when stimulation is on. The sensation the patient is getting is not painful, just bothersome to the patient, so they leave the ins off most of the time and turns it on when it is necessary and deals with the sensation. Replacement options were reviewed with the patient. The ins is indicated for essential tremor.

Event description:
Additional information received from a healthcare professional (hcp) reported the cause of the patient's shocking sensation was not determined. The hcp noted the patient's shocking sensation has not been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.